Event description:
Patient presented to our office today with severe eye pain and was found to have bilateral keratitis. She recently purchased plano colored contact lenses from a hair supply type of store. As you know there have been many reports of stores like these selling contact lenses illegally and hopefully this will not continue as there are many people who end up with severe problems from these not properly fit contact lenses purchased from rogue distributors.